Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead developed an infection. At this time, it is unknown if the leads were explanted. Additional information indicated that the device was changed out to a competitor's product. The field representative has no further information regarding the change out procedure.